Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The distributor alleged that the up arrow, down arrow and ok keypad buttons were unresponsive. There is no adverse event associated with this complaint. This complaint is not being reported because an unresponsive contrast button has no effect on insulin delivery function.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).